Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic ultrasound (eus) procedure performed on (B)(6) 2012. According to the complainant, during the eus procedure, a large pseudocyst was found in the stomach and the physician performed a cystogastrostomy. The stent was then placed in the pseudocyst; however the endoscope was at a very angled and torqued position. The endoscope pinched or caught the delivery system during deployment of the stent and the guide catheter broke. The delivery system was removed from the patient together with the endoscope. The stent had been successfully deployed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. The reported event of guide catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.